Manufacturer narrative:
Explanation for device evaluated by MFR.: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were three previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. False positive results were not reproduced during the investigation. Root cause was undetermined.

Event description:
Customer reports receiving a false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21681m, reader sn (B)(4)). A repeat cue test performed the same day provided a negative result. Customer also reported receiving negative results when testing with two rapid antigen tests (brand of rapid test not provided). Customers husband tested negative with the cue reader.